Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/ monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt. Manufacture dates: monitor sn (B)(4) - 2/11/2020, electrode belt sn (B)(4) - 4/8/2015.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the patient was experiencing a service code 204 (belt/monitor unusable). During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt failed a therapy electrode recognition test.